Event description:
Medtronic received information that approximately 8 minutes into a left heart assist procedure, the customer experienced high rotations per minute (rpm's) and no flow. It was suspected that the bio-pump failed; however, a bio-probe and biotherm were also used. It was reported that the patient expired later that day (cause unknown).

Event description:
Medtronic received information that approximately 8 minutes into a left heart assist procedure, the customer experienced high rotations per minute (rpm's) and low flow. It was suspected that the bio-pump failed; however, a bio-probe and biotherm were also used. It was reported that the patient expired two days post procedure (per user facility medwatch) from under perfusion and sustained acute renal failure.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of damage or abnormalities with the bio-pump, the flow probe or the biotherm. Performance testing demonstrated that these devices performed as expected. There were no flow problems or intermittent readings noted. Conclusion: all three devices met functional specifications.

Manufacturer narrative:
Updated event description and added uf medwatch number.